Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6 (including clinical & impact codes), h11. Additional information: at the start of the procedure, the pins (skull clamp) were applied to the patient¿s head but the head was still supported by the registrar and was not yet locked into place with the head frame attachment. They used a different skull clamp after the fault was detected. Investigation findings: the mayfield modified skull clamp (a1059p) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the unit shows that there is some movement in the swivel base in locked position which is due to the index knob being extremely loose to lock and unlock. To resolve the issues, tensioning of the index knob and replacement of parts were performed to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It has been reported that during use of the mayfield loaner skull clamp (a1059p) it was noticed that once locked, the rocker arm was still spinning.